Manufacturer narrative:
(Manufacturer narrative = t, corrected data = f) (B)(4). Product not yet returned for evaluation. Most likely underlying root cause of malfunction: user had an inaccurate reference.

Event description:
Consumer reported complaint for high blood glucose test results. The customer is concerned with tests results from results obtained of 147, 152 and 175 mg/dl. The customer's expected fasting blood glucose test result range is 95 - 115 mg/dl. The customer feels well and did not report any symptoms. Medical attention is not reported as a result of the actual blood glucose results. The customer declined to perform a back to back blood test during the call on 12/08/2016. The product is stored according to specification. The test strip lot manufacturer's expiration date is 05/17/2018 and open vial date is (B)(6) 2016. The customer stated she has not had any changes in her diet or exercise. The customer stated she takes juvamed to manage her diabetes. The meter memory was reviewed for previous test result history: (B)(6). Memory concerns:the customer is concerned with all the 5 results provided in the meter's memory.